Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for routine follow up, loss of sensing on right atrial lead was observed. Programming changes were made. Patient was asymptomatic and will continue to be monitored via remote transmission and in clinic follow-ups.